Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low speed advisories and pump off events while on batteries. A log file review was requested. The data showed 1 pump stop and 14 low speed advisories/hazards. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module/mpu. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power or an ungrounded cable until further investigation is completed. In order for technical services to identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. There were no other unusual events seen within the log. It was reported that the patient had no more alarms on ungrounded cable. The patient did have vt overnight multiple times. The patient is stable. It was reported that the patient had a percutaneous driveline replaced on (B)(6) 2020. The patient experienced a pump off event on (B)(6) 2020 on the regular grounded cable and no other issues. A log file review was requested. The log captured a low speed event on (B)(6) 2020 @1505 and a pump stop event on (B)(6) 2020 @0845 while using the power module with a grounded cable post driveline repair. Since the entire external portion of the driveline was replaced it is presumed this damage is internal. The patient will be supported with a no ground cable for support at night. It was reported that the perc lead repair of the external portion of the driveline was performed on (B)(6) 2020. It was reported that the patient had a recent pump exchange and that the ex-planted pump will be returned for analysis.

Manufacturer narrative:
Section d10: corrected data. A portion of the driveline was returned on 23jul2020. The pump was returned 29jul2020. Manufacturer's investigation conclusion: the report of low speed advisory alarms and pump stop events was confirmed through the evaluation of the submitted log files. Evaluation of the returned portions of the driveline confirmed damage in two of the wires which could have contributed to the reported low speed and pump stop events. The submitted system controller log files appeared to capture normal pump function until 07:43:48 on (B)(6) 2020 when the pump speed dropped below the low speed limit and struggled to maintain its set speed. An additional low speed event, resulting in a pump stop was captured on (B)(6) 2020 at 16:31:48. These low speed and pump stop events were accompanied by elevations in power and low speed hazard alarms. The low speed and pump stop events occurred while the patient was supported by the mobile power unit (mpu). The pump resumed operation at its set speed until (B)(6) 2020. Between 13:52:46 and 14:02:52, there were two driveline fault alarms captured as well as another speed drop below the low speed limit resulting in a pump stop. The events occurring on (B)(6) 2020 between 13:52:46 and 14:02:52 appeared to be consistent with the reported driveline repair. An additional drop in speed below the low speed limit was captured on (B)(6) 2020 at 15:05:24. The pump resumed operating at its set speed until (B)(6) 2020 at 08:45:17, when the pump speed dropped below the low speed limit, resulting in another pump stop. During these events, the patient was supported by the power module. Based on previous complaint experience, these low speed and pump stop events, with the exception of those which appeared consistent with the reported driveline repair, appeared consistent with a potential driveline wire compromise. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing. Two additional segments of driveline measuring approximately 8¿ and 5¿ were also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. In addition, a distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 17.5¿. Upon disassembly of (B)(6) , evaluation of the textured, blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Silicone residue, from the silicone potting around the motor capsule terminals, was found adhered to the interior of the outlet housing. This suggests that the silicone potting at the motor capsule was not properly cured when the pump was assembled. The motor phase lead connections to the terminals of the motor capsule were properly connected and encapsulated in silicone. An evaluation by abbott risk management deemed this issue not to be a harm. Electrical continuity testing of the pump portion of the driveline revealed a short between the green wire and the braided shield. All other wires were found to be electrically intact. Visual inspection of the underlying wires of the pump portion of the driveline revealed a breach in the insulation of the black wire at the terminus of the bend relief. Examination of the green wire found that the conductors were exposed at the terminus of the bend relief. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wires of the returned portions of the driveline revealed no further damage to the wires or the underlying conductors which would have contributed to a functional issue. Bypassing the damage in the green and black wires, the pump portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any other breaches. High potential testing performed on the remaining portions of the driveline did not reveal any breaches. Due to the confirmation of driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. If the exposed conductors of the green or black wires contacted the braided shield while the system was operating on a tethered power source such as the mobile power unit or the power module, the resulting short to ground would have resulted in the low speed and pump stop events that were confirmed through the submitted log file. Similar events could have also occurred from a phase-to-phase short if the exposed conductors of the two wires made direct contact with each other or simultaneous contact with the braided shield on either a tethered power source or battery power. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit (B)(6) shipped on 15feb2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. The IFU patient care and management section covers wear and tear to the driveline. The IFU sections entitled ¿unique treatment options¿ and "caring for the driveline" outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The fab, heartmate ii pump, g2.3 aft housing and motor capsule assembly, describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.